Event description:
The radial head prosthesis separated from itself, with the radial head portion separated from the stem. There is a gap now in pt's arm. They cut the bone back to put this device in. Now, they used triceps tendon and pt's arm is two inches shorter. Failed right elbow radial head prosthesis. Diagnosis - right elbow failed hardware.